Event description:
A user facility reported to olympus, that the duodenovideoscope elevator position was not working properly. Upon inspection and testing of the customer returned device, foreign material was found on the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, low angles, foreign material on forceps elevator, adhesive on bending section rubber detached, bending section rubber dirty, connecting tube scratched, scope connector cover scratched, grip scratched, protector of universal cord on scope connector side cut, universal cord discolored, angulation lower than standard, angulation play, and distal end cover scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a brownish foreign material was adhered to the forceps elevator, however, the specific material could not be identified. The cause for the material remaining on the device could not be specified. There were no reported defects that would affect reprocessing and no reported deviations from the instructions for use (IFU). The instructions for use (IFU) state: reprocessing manual: "if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.